Manufacturer narrative:
Evaluation of the returned lens found no scratch on the surface.

Event description:
There was a scratch found on the lens when removed from the package. Another lens was used for the procedure.